Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) was failing to boot into the cns application and could not monitor bedside monitors (bsms) in the pediatric ER. No patient harm or injury was reported. Investigation summary: based on the information reported, nihon kohden (nk) was able to confirm the reported issue. Unfortunately, nk was unable to determine a root cause as the issue is user dependent and the device was not returned for evaluation. However, it is possible the issue was related to either a user related error or a failing hard disk drive (hdd) as the hdd was later replaced for this device under ticket (B)(4). It is unclear how the hdd became damaged. Some potential cause are typically due to, but are not limited to, software or file corruption, (typically due to user related errors, power surges, power issues, or power outages), hard disk drive damage, (due to physical damage or corruption), user related setup error issues and/or software / network / connectivity / environmental / it issues, and/or damage to the device or its components.

Event description:
The customer reported that this central nurse's station (cns) was failing to boot into the cns application and could not monitor bedside monitors (bsms) in the pediatric ER. No harm or injury was reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) fails to boot into application and cannot monitor any bedside monitors (bsm's) within the pediatric ER. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 on 08/09/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2 on 08/12/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3 on 08/18/2021 called customer via the provided telephone number for all items under the no information section. No reply was received.

Event description:
The customer reported that this central nurse's station (cns) fails to boot into application and cannot monitor any bedside monitors (bsm's) within the pediatric emergency room. No harm or injury was reported.